Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that r-pilot 6x file broke during use. It has been reported that patient suffered injury - root tip resection. Doctor sends in blister - fractured file was thrown away.

Manufacturer narrative:
Investigation results for this event are the involved file that broke during use was not returned and cannot be analyzed. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1544995, #1546492, #1545917 and #1545824). Root causes are not identified. We will track this kind of event and monitor the trend.